Manufacturer narrative:
Manufacturing site evaluation: there are no devices available for investigation. An x-ray figure was provided to us. Investigation - no product at hand, therefore an investigation is not possible. The provided x-ray give no hints for the root cause of the mentioned malfunction. Product history review - a review of processes was performed. Conclusion - a review of production, shipping and sterilization process for the provided serial number was performed. We also reviewed the complaints from the past 3 years; we did not find deviations from our processes.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Please provide the patient's age, gender, weight, outcome and medical intervention. When additional information is received a follow up report will be submitted.

Event description:
After surgery, valve pressure control was performed once and x-ray was taken but the valve and gravitational unit had been disconnected.